Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that "quite a few" cuff misses had occurred in relation to puncture closure of unspecified vessels while attempting to use proglide devices after unspecified procedures. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedures or therapies were reported. The number of patients, procedures, and number of proglide devices used was not provided. The physicians are reported to be trained in the use of the proglide devices. No additional information was provided.